Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the study pt was unable to charge the ipg. The physician replaced the ipg and tested the old ipg during the procedure; it would not communicate. It was reported the pt has rec'd effective stimulation since the procedure.